Event description:
It was reported the patient had stimulation in the wrong location and as a result the first set of leads were explanted. **information omitted pertaining to event (B)(4) ¿ stim wrong location/explant #2. These events are not related. It was reported the patient¿s first set of leads were explanted on (B)(6) 2011. Information omitted pertaining to event (B)(4) ¿ stim wrong location/explant #2. These events are not related. Additional information received reported the manufacturer representative has no recollection of the event.

Manufacturer narrative:
Supplemental submitted for additional information received and for addition of patient coding. (B)(4).

Event description:
Additional information received reported that at a post-operative appointment on (B)(6) 2011 the patient had no left leg and foot coverage. It was noted that the patient was scheduled for follow-up reprogramming and the patient reported "ok" coverage in their left leg and foot after this programming session on (B)(6) 2011 but then reported on (B)(6) 2011 that it was "not covering." It was reported images were taken on (B)(6) 2011, (B)(6) 2011 and it was determined the leads had not moved so the patient was scheduled for the previously mentioned revision on (B)(6) 2011. Of note, it was mentioned the manufacturer representative became aware of the event on (B)(6) 2011 which was updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).